Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) . The reason for call was pt reported the ins has moved since about 6 months ago - pt can still feel the ins in the pocket. Pt did have a fall and tripped over some vines in her yard about 6 months ago. Pt noticed about that time that the ins had moved- pt did not connect the 2 events as related before. The patient was redirected to their healthcare provider to further address the issue.